Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; customer's reported problem was confirmed. Pump was found to be displaying "41541" error code alarm with red screen on power up when batteries are inserted. The faulty latch/lock optic flex sensor will be replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported the device was alarming "(B)(6)" and the screen turns red when the device is turned on. There was no patient involved.